Event description:
Additional information was received from the healthcare professional who reports patient symptoms resolved "almost immediately" after injection with hyalase.

Manufacturer narrative:
Medwatch sent to FDA on 02/16/2016. (B)(4). Concomitant therapies: juvéderm volbella with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, lumps, bruising, nodules, feeling unwell, oedema, tightness, warmth, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of hardness, lumps, bruising, nodules, feeling unwell, oedema, tightness, warmth, and infection as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Haematomas. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Company healthcare professional reported patient was injected by another physician to the midface and chin with unspecified juvéderm voluma as well as concomitant injection to the temple, eyebrows and ¿ck 5¿ with juvéderm volift with lidocaine and injection to the perioral area and lips with juvéderm volbella with lidocaine. Approximately 2 months later patient developed ¿some hardness around the perioral region and lips.¿ the patient was reviewed by the reporting nurse who noted ¿hard lumps in this area¿ with no signs of infection, erythema, or heat. The reporting nurse notes ¿from the photos ([patient] has bruising)¿ and has injected hyaluronidase with ¿excellent effect.¿ a few days later patient had a few nodules remaining in the lower face but with 90% improvement. The next day the patient felt ¿generally unwell¿ and has developed oedema and tightness to all the other treated regions, which have not been hyalased. Patient is apyrexial without antipyretic. The reporting nurse advised the patient to take paracetamol, ibuprofen, and an antihistamine. In addition the patient¿s face is warm to touch and the reporter thinks it¿s an infection. Symptoms are ongoing.